Event description:
ICU reports vent started alarming priority alarm. The rn went into the room. Respiratory therapist called to assess vent. The vent screen was frozen and staff was not able to troubleshoot. Staff unable to turn off vent & the vent stopped administering breaths. Rn bagging patient. Vent disconnected and switched out for another vent.